Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.(B)(4).

Event description:
Report receieved from the USA regarding a motor device in which, when plugged in, the device would not start. The alleged defect occurred during an ear, nose and throat sugery. No delays in surgery were reported as an identical spare device was available. No injuries or medical intervention were reported. No additional information was available.